Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 28 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 190 mg/dl. The customer indicated that they are more active and are exercising. Troubleshooting found that the pump is working as designed. Customer was advised to follow up with their doctor regarding the low blood glucose and to call back if any issues persist with the pump.